Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is not expected for returned for evaluation by synthes. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during a t-pal insertion at levels l4-l5, the t-pal spacer applicator inner shaft loosened and would not engage the t-pal applicator handle correctly, which then prevented the applicator handle from holding onto the cage, causing the cage to turn prematurely. Procedure was delayed approximately five minutes. Another device was available and procedure was completed successfully with no harm to patient. This report is 1 of 1 for (B)(4).